Event description:
It was reported that the patient had the implant 2 years ago but didn¿t get therapy. The patient had problems almost immediately the first year and had 2 programs and then 0. The patient¿s back was sore and they couldn¿t sit back due to the system. The health care provider (hcp) removed it in (B)(6) 2014 and at the time of removal the patient was told 1 electrode was working. The manufacturer representative was unsure if there was an impedance issue or not. The hcp told the patient they sent the device in, but the device was not received by the manufacturer. The hcp told the patient they needed to send it in and the patient had requested they give it to them and the hcp said they couldn¿t. The patient already talked to their hcp. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v896806, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot # v896806, implanted: (B)(6) 2012, product type lead. (B)(4).